Event description:
Ous MDR - after an implant period of about 48 months, elevated impedance values were reported. It was decided to replace the lead. During the revision procedure a possible insulation breach on the lead was observed. Lead and ICD were exchanged and returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
During subsequent visual inspection of the lead multiple signs of severe abrasion along the lead body were detected. In particular approx. 18 cm and 12 cm proximal to the lead tip the insulation was found rubbed through. These damages can be considered as the root cause for the suspected lead breakage mentioned in the complaint description. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should betaken into account. Diagnostic images clarifying this assumption were not available. During further inspection the conductor cables to the ring electrode and to the shock coil were found loop-shaped outside the lead body at several positions. The analysis indicated that these damages most likely occurred due to tensile forces applied during the explantation procedure. An in-vivo extrusion of the cables could be ruled out by the investigation. Further damages most likely resulted from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.